Event description:
Vitros hiv combo (hivc) discordant negative proficiency sample results tested on two different vitros 5600 integrated systems were obtained from six proficiency samples obtained using vitros hivc reagent lot 0670 that were discordant from reactive results obtained from the same samples tested using vitros hivc reagent lot 0710 and the expected results of reactive as stated by the proficiency provider. The vitros hivc discordant negative results were obtained from a single proficiency sample and from five samples from a panel of proficiency panel of reactive samples. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros hivc discordant negative results were obtained from non-patient proficiency samples. There was no reported allegation of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
Vitros hiv combo (hivc) discordant negative proficiency sample results tested on two different vitros 5600 integrated systems were obtained from six proficiency samples obtained using vitros hivc reagent lot 0670 that were discordant from reactive results obtained from the same samples tested using vitros hivc reagent lot 0710 and the expected results of reactive as stated by the proficiency provider. The vitros hivc discordant negative results were obtained from a single proficiency sample and from five samples from a panel of proficiency panel of reactive samples. The most likely assignable cause for the event is a performance issue related to vitros hivc reagent lot 0670. Acceptable results were obtained using an alternate vitros hivc reagent lot, lot 0710. Ortho has opened an investigation for the vitros hivc reagent lot 0670 false negative results ((B)(4)). Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product hivc reagent lot 0670. The investigation found no evidence indicating an instrument performance issue contributed to the event, as discordant, negative results obtained using vitros hivc reagent lot 0670 were generated on two different vitros 5600 integrated systems. (B)(4).

Event description:
The supplemental MDR report was created to document this event was reported as a class ii recall and a communication was sent to customers. This report is number one of three supplemental MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
An ortho investigation has determined that certain lots of vitros hiv combo have the potential to report false repeat reactive and false negative results. A communication (cl2022-227) was sent on 29 august 2022 and indicated to immediately discontinue using and discard remaining inventory of affected vitros hiv combo reagent pack and linked calibrator lots as listed in the communication. Ortho¿s investigation is ongoing and root cause has not yet been determined. The FDA was notified of this issue on 01 september 2022. Please refer to report # 3007111389-09/01/2022-001-c . Email address for contact office in field g1 above is laurie.oriordan@orthoclinicaldiagnostics.com.